Event description:
On (B)(6) 2010, a gore hybrid vascular graft was implanted in an av access application. The procedure was performed in the patient's left upper arm, from the brachial artery to the axillary vein. Forty-five days post implant, an arterial steal syndrome was reported. On (B)(6) 2010, the graft was banded with good result.